Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans: no. 2. What tissue was being sutured when the event occurred? Ans: fascia layer. 3. Was additional dissection required in other organs/tissues other than the target tissue? Ans: no. 4. Was there any change in the patient¿s post operative care due to the prolonged procedure? Ans: no. This is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows an apparently detached needle and an aluminum package product code w9236t, lot number sdmlxp, the image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an abdominal procedure in 2022 and suture was used. During the procedure, the hcp was closing his laparotomy midline fascia closure using pds size suture. Out of the sudden the suture detached from the needle after 2 to 3 passes of suturing. No adverse patient consequences were reported. Additional information was requested.